Event description:
Dexcom g7 cgm manufacturing defect discovered before insertion. Sensing filament was outside of insertion needle which would have been an instant failure if insertion was attempted.